Manufacturer narrative:
Section d7: correction. Section h3 and h4: additional information. Manufacturer's investigation conclusion: although depositions in the outflow graft were confirmed during the evaluation of the returned pump, the cause of the reported low flows could not be determined. The center reported that the patient presented with shortness of breath, low flow alarms, and signs of low cardiac output. CT scan showed a possible thrombosis in the proximal portion of the outflow graft. During re-exploration surgery, no visible flow obstruction was found and the pump appeared to be working flawlessly. The cause of the low flow could not be determined and the pump was exchanged. The pump was returned with the pump cable severed approximately 6¿ from the housing and the sealed outflow graft detached with the bend relief disassembled. The returned sealed outflow graft was free of distortion. The lumen of the graft contained a lining of clotted blood and collagen-like tissue. The depositions were flat, very thin, and strongly adhered to the graft surface. The depositions were not occluding the flow path and appeared consistent with poor surface washing resulting from an interruption in flow. However, the cause of the flow interruption could not be determined. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. The returned portions of the pump cable appeared unremarkable. After disassembly and cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. Review of the submitted log files and the log files retrieved from the pump found the pump typically operating at 5300rpm with flow approximately 5.0lpm. Transient low flow events were captured on (B)(6) 2019 when the estimated flow intermittently decreased below the low flow alarm threshold of 2.5lpm. Several of these events persisted for 10 seconds, resulting in the reported alarms. The pump appeared to operate as intended at the set speed for the duration of the log files. The cause of the low flows could not be determined. Heartmate 3 lvas instructions for use discusses pump speed, power, flow, and pi in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. The patient care and management section lists lvad flow obstruction and thromboembolism under potential risks and adverse events. The hm3 lvas patient handbook contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to implant hospital on (B)(6) 2019 at 12:30 pm due to 2 days of progressive shortness of breath (sob) and red heart alarms that occurred first on (B)(6) 2019 at approximately 10:30 pm. Upon admission, signs of low cardiac output were observed. Cardiac echocardiogram showed no doppler signs of the flow through the device. CT angiogram of the device was immediately done and showed subtotal thrombosis of the proximal portion of the outflow graft. As the patient progressively deteriorated and required increasing doses of vasoactive and inotropic support. The patient was sent to the operating room for re-exploration and the device control with potential device exchange. After re-opening the patient's thorax surgical team did not found any visible obstruction of flow and the device seemed to work flawlessly. As team could not localize the cause of the problem, a decision was made to exchange the device.

Event description:
Additional information: the patient was treated with heparin due to suspicion of thrombus. The cause of death was determined to be multiple system organ failure. The patient had no other significant comorbities before the symptoms.

Manufacturer narrative:
The patient's death due to multi-system organ failure happened after pump exchange and will be captured under MFR #2916596-2020-01611. Correction: section b2, d7, d10, h1, h3, h6.